Event description:
In (B)(6) 2009, the pt noticed blood-tinged mucus when cleaning tracheal catheter. Pt's physician performed a bronchoscopy and informed pt that everything was fine. At about 10 pm on (B)(6) 2009, pt was taken to hospital with profuse bleeding. Pt described the situation as a possible ruptured aorta, however subsequent research proved it to be a possible perforated innominate artery. Pt was taken to surgery where the perforation was successfully repaired. Pt has since been discharged from hospital and is at home.

Manufacturer narrative:
Incident is still under investigation.